Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation filled with solution. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The solution was emptied out of the bag using a filter, and no particulate matter was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that particulate matter was inside an intrivia container. The particulate was described as ¿tiny particulate, floating, kind of clearish, like a silver or round pieces.¿ this malfunction was observed after the device was filled with desferal (deferoxamine). There was no patient involvement. Additional information was requested and is not available.